Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 153 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that she was unable to exit the preparing to prime loop. Customer was stuck in the rewind complete/bolus delivery loop. Customer does not have needles or syringes. Customer's dog pulled the line and pulled it out causing the customer to get an alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).